Event description:
A malfunction code appeared for the customer, identified as malf 0, prior to any notable events. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue. The customer was informed to continue using the pump and to contact support if the malfunction code reappears, and they acknowledged and understood the instructions.